Manufacturer narrative:
The lead was returned due to cardiac perforation. As received, a complete lead was returned in one piece. Electrical, mechanical, and visual analysis was normal with no anomalies found.

Manufacturer narrative:
Correction: h6 product not returning.

Event description:
It was reported that the patient presented in clinic for a follow up due dyspnea. The physician alleged perforation on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.